Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that immediately after opening the package, it was found that there was no blue post of the retainer. In addition, the retainer was about to detach from the pad. There was no reported patient involvement.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of missing blue posts on the statlock was confirmed and the cause was manufacturing-related. The product returned for evaluation was one statlock PICC plus catheter stabilization device. The sample appeared free of usage residues and the paper backing was in place. Both blue sliding posts were missing from the assembly. The clear plastic base appeared unremarkable. Microscopic inspection of the plastic base confirmed that it was properly adhered to the pad and was free of mechanical damage and deformation. The sliding posts were observed to both be missing and the lack of damage indicated that the posts were omitted during device assembly. Photographs of the sample have been forwarded to the manufacturing site for further evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that immediately after opening the package, it was found that there was no blue post of the retainer. In addition, the retainer was about to detach from the pad. There was no reported patient involvement.